Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request add'l info and if available, to request return of the device for evaluation. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has rec'd to date. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: it was alleged that on (B)(6) 2009 that the pt was implanted with a non bard implant to treat a vaginal prolapse. It was alleged that on (B)(6) 2012 the pt was implanted with a bard flat mesh during an unspecified pelvic procedure. Attorney report alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.